Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that after opening the blister containing the c7414sea cusa clarity 36khz curved extended standard tip (single pack), the nurse realized that the final part of the flue was collapsed on itself, preventing the exit of the tip. To avoid the opening of another kit, the collapsed part was cut. However, the cover was still longer than the tip. The surgery was successfully performed without cusa. The product was not in contact with patient; there was no patient injury. The event led to an increase of 30 minutes surgery time. Complementary information was received on 14may2019 and 21may2019: the patient was under anesthesia when the event happened. The tip is in the clarity kit (reference c7414kit / lot 47846755/2)

Manufacturer narrative:
The complaint unit has not been returned for evaluation. Device history record (DHR) was reviewed and no anomaly was observed that could cause the reported condition. The reported condition was unconfirmed. The root cause was undetermined. Device identifier: (B)(4). Product identifier: (B)(4).

Manufacturer narrative:
The c7414sea cusa clarity 36khz curved extended standard tip was misplaced until recently when found and sent for decontamination and evaluation: failure analysis - the reported condition is confirmed from the investigation of the returned product. All components found in the product kit c7414kit were returned for evaluation. Upon visual inspection it was found that, as reported, the product flue had been cut by the customer. The customer cut the flue because it was ¿longer than the tip." It was observed that the returned flue does not belong to a cusa clarity 36khz curved extended standard tip ((B)(6))) tip. The standard tip flue is supposed to have an ¿s¿ embossed on it, and the one returned had an ¿mi¿ instead. Root cause - this complaint is related to a lot manufactured in 2017 and no other complaints involving lot 2202515 were reported. The inclusion of the wrong flue was unknown until the units were evaluated, and evaluation of the supplier determined that the most probable cause for the product mix-up was related to mislabeling during the packaging operation at their facility. As part of the corrective actions the supplier implemented physical segregation of each router, added a step on the router to make sure the flue marking (mi / s) is checked prior to applying the label, since the product marking can be visually verified. Corrective actions were implemented between december 2022 and february 2023 and was closed on may 15, 2023. Therefore, no other complaint has been issued involving this flue lot number.